Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2019 with the following findings: review of the black box data revealed records of loss of prime with low non-zero force events dated (B)(6)2017. On investigation, the pump powered on normally and rewind, load and prime successfully completed. The pump was exercised for 12 hours without any loss of prime, errors, alarms are warning occurring. The force sensor module was evaluated and found to be operating within required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.